Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "low vacuum" alarm. Then the customer tried to autofill and the iabp generated an "autofill failure" alarm. The customer rebooted the iabp and the unit generated an "electrical test failure code #53" (shuttle transducer offset failure) alarm. The pt was switched to another iabp and therapy was continued (pumping has stopped for over ten mins). Iab therapy was used following a CABG procedure as post surgical mgmt. The pt expired the following day, however, the customer does not attribute the pt's death to the iabp, but rather to the pt's condition.

Manufacturer narrative:
The company rep replaced the drive manifold (part number 0104-00-0018). As a precautionary measure, the solenoid driver pcb (part number 0670-00-000639) and the pressure transducer (part number 0682-00-0076-01) were also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).